Manufacturer narrative:
The instrument was received and visually and functionally tested. There was no physical damage noted and the inspection seal was intact. Functional testing was performed and was found to meet MFR's specifications. Accuracy testing was performed at several different times and passed all testing. No fault found with the pump. Unable to determine cause for the reported overinfusion. Final report date 11/5/96.

Event description:
The pump ran continuously without being programmed in the continuous mode. There was no resultant pt complication.